Manufacturer narrative:
Manufacturer name, city and state: date of event is approximate. Date rec¿d by MFR: the complaint was received from a consumer in united kingdom.

Event description:
A consumer reported that their diamondclean power toothbrush metal shaft detached in mouth during brushing. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred. H3 other text: product not returned to manufacturer.

Manufacturer narrative:
Philips oral health care determined that metal shaft separation is not likely to cause or contribute to death or serious injury if it were to reoccur. This case is now determined to be not reportable. Reportability for initial MFR report number submitted on 07/12/2022 can be removed.

Event description:
Philips oral health care determined that metal shaft separation is not likely to cause or contribute to death or serious injury if it were to reoccur. This case is now determined to be not reportable.